Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava thrombosis, left lower extremity swelling, pain, thrombolysis, angioplasty of inferior vena cava, placement of stents in veins and hospitalization. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happened at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava thrombosis, left lower extremity swelling, pain, thrombolysis, angioplasty of inferior vena cava, placement of stents in veins and hospitalization. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happened at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Swelling of the legs does not represent a device malfunction and may be related to underlying co-morbidities. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava thrombosis, left lower extremity swelling, pain, thrombolysis, angioplasty of inferior vena cava, placement of stents in veins and hospitalization. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happened at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. The patient has a medical history of obesity, gestational diabetes, uterine fibroids and cesarean sections.  The patient also had an unspecified issue with taking warfarin sodium, the patient was on another anticoagulant for over a year.  The patient did not follow up with the therapy and at the time of the subsequent hospital admission, the patient was no longer on anticoagulants. The indication for the filter implant was extensive right lower extremity deep vein thrombosis that developed a retroperitoneal hematoma while being anticoagulated. The filter was placed via the left common femoral vein and was deployed at the l2 level. Post deployment venogram demonstrated that the filter had good wall apposition and remained in good position above the iliac confluence. The patient tolerated the procedure well and was transferred to the recovery room in satisfactory condition. Three years and ten months after implantation of the trapease filter, the patient was admitted to the hospital through the emergency department with complaints of severe swelling in the lower extremity. A doppler study showed extensive deep vein thrombosis (dvt) involving the iliac, common femoral, femoral popliteal and calf segment veins. The patient was also diagnosed anemic, secondary to menorrhagia. The patient received two units of blood for the anemia. The patient was started on a heparin drip. Despite heparin, the clot was worsening, and the patient was given tissue plasminogen activator (tpa). The patient also developed contrast induced acute renal failure for which they were treated with intravenous fluids and sodium bicarbonate. Two days after hospitalization, a computed tomography (CT) of the patient¿s abdomen revealed the vena cava filter contained non-occlusive thrombus within the infrarenal area of the inferior vena cava, the thrombus extends into the left common, external iliac and common femoral veins.  Three days after hospitalization, a left lower extremity venography was performed via the left popliteal sheath.  It revealed extensive filling defects throughout the left popliteal, superficial femoral, common femoral, external iliac, common iliac and inferior vena cava veins. A clot was seen in the inferior vena cava filter. Treatment with tissue plasminogen activator (tpa) was initiated. Four days after hospitalization, a left lower extremity and pelvic venograph, inferior vena cavogram and angioplasty were performed. The exam showed improvement of the femoral vein thrombus, and the iliac venous system appeared to have improved with much of the thrombus resolved. Maceration of the thrombus was performed from the inferior vena cava filter to the tip of the popliteal vein sheath. A new 50 cm infusion catheter was placed and tpa infusion restarted. Five days after hospitalization, a left lower extremity, iliac and inferior vena cava venogram with the catheter positioned as far distal as the inferior vena cava was performed.   Additionally, a balloon angioplasty of the left external iliac, common iliac veins and inferior vena cava was performed.  A stent was placed involving the left common iliac and external iliac veins.  Angioplasty of the inferior vena cava at the level of the inferior vena cava filter was performed. Repeat venography was performed which showed continued stenosis and an element of may-thurner syndrome. A self-expandable stent (ses) was placed within the central portion of the left common iliac vein extending slightly into the inferior vena cava. In an overlapping fashion, a second stent was placed extending through the left common iliac vein and extending into the left common iliac vein. Post stent angioplasty was performed using a 12mm balloon.  The patient was discharged thirteen days after admission. Three years and eleven months after implantation of the trapease filter, the patient presented to the emergency department with right arm swelling and a reddened sore under the right arm that enlarged after scratching it. The patient was administered an intramuscular injection of benadryl and oral steroids. The patient¿s inr was noted to be subtherapeutic at 1.8.  The patient was discharged home the same day with a diagnosis of hives. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and or occlusion of the inferior vena cava.  The ppf also states that the device was unable to be retrieved; there was no reported attempts to remove the filter. Patient code '3191' was used for the reported event of "thrombosis in device." Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava thrombosis, left lower extremity swelling, pain, thrombolysis, angioplasty of the inferior vena cava (ivc), and placement of stents in veins. The patient experienced blood clots, clotting and or occlusion of the inferior vena cava. The information also states that the device was unable to be retrieved; there was no reported attempts to remove the filter. The patient became aware of these events approximately eight years and three months post implant. The patient also reports to have experienced mental anguish and anxiety as a result of the complications. The indication for the filter implant was extensive right lower extremity deep vein thrombosis that developed a retroperitoneal hematoma while being anticoagulated. The filter was placed via the left common femoral vein deployed at the level of l2. Post deployment venogram demonstrated that the filter had good wall apposition and remained in good position above the iliac confluence. The patient tolerated the procedure well and was transferred to the recovery room in satisfactory condition. The patient has a medical history of obesity, gestational diabetes, uterine fibroids and cesarean sections. The patient also had an unspecified issue with taking warfarin sodium, the patient was on another anticoagulant for over a year. The patient did not follow up with the therapy and at the time of the subsequent hospital admission, the patient was no longer on anticoagulants. Approximately four years post implant, the patient was admitted to the hospital through the emergency department with complaints of severe swelling in the lower extremity. A doppler study showed extensive deep vein thrombosis (dvt) involving the iliac, common femoral, femoral popliteal and calf segment veins. The patient was also diagnosed with anemia, secondary to menorrhagia. The patient received two units of blood for the anemia. The patient was started on a heparin drip. Despite heparin, the clot was worsening, and the patient was given tissue plasminogen activator (tpa). A computed tomography pulmonary angiogram was performed which was negative for pulmonary embolism, CT of the abdomen was performed to evaluate clot in the ivc filter, results showed the ivc filter contained non-occlusive thrombus within the infrarenal ivc, thrombus extends into the left common, external iliac and common femoral veins. The patient was tested for a genetic risk for thrombosis and was negative for factor v leiden mutation and r506q. Three days after admission a left lower extremity venography was performed via the left popliteal sheath, showing extensive filling defects throughout the left popliteal, superficial femoral, common femoral, external iliac, common iliac, inferior vena cava veins and clot visualized in the ivc filter. Tpa was initiated. The following day left lower extremity and pelvic venography, inferior venacavogram and angioplasty was performed. The exam showed improvement in within the femoral vein thrombus, and the iliac venous system appeared much improved with much of the thrombus resolved. There was persistent narrowing in the common iliac vein at the origin of the ivc, flow was noted to be present in the ivc into the filter. Maceration of the thrombus was performed using a 8mm x 4cm balloon from the ivc filter to the tip of the popliteal vein sheath. A new 50 cm infusion catheter was placed and tpa infusion reinstated. The following day, five days post admission, a left lower extremity, iliac and ivc venogram was performed, as well as angioplasty of the left external and common iliac veins and inferior vena cava and stenting of the left common iliac and external iliac veins. A 12 mm x 4 cm angioplasty balloon was used on the left external iliac, common iliac veins and ivc. Angioplasty of the ivc at the level of the ivc filter was performed. A 14 mm x 6 cm self expandable stent (ses)was placed within the central portion of the left common iliac vein extending slightly into the ivc. In an overlapping fashion, a 12 mm x 4 cm ses was placed extending through the left common iliac vein extending into the left common iliac vein. Post stent angioplasty was performed using a 12mm balloon. Post procedure impression: 1. Successful stenting of left common iliac and external iliac veins due to may thurner syndrome. Improvement of the left common femoral and superficial femoral veins. 2. Continued nonocclusive thrombus within the ivc filter. There were no reported complications. During this admission the patient developed contrast induced acute renal failure for which they were treated with intravenous fluids and sodium bicarbonate. The renal function improved, and the patient was discharged home thirteen days later. A renal ultrasound showed that the kidneys are diffusely enlarged and echogenic consistent with intrinsic renal disease. Approximately four years post implant, the patient presented to the emergency department with right arm swelling, a reddened sore under the right arm that enlarged after scratching it. The patient was administered an intramuscular injection of benadryl and oral steroids. The patient¿s inr was also noted to be subtherapeutic at 1.8 and instructed to follow up with primary physician. The patient was discharged home the same day with a diagnosis of hives. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. As indicated in the medical records the patient was not on anticoagulants at the time of the events. The patient is also noted to have a component of may-thurner syndrome, also known as the iliac vein compression syndrome, is a condition in which compression of the common venous outflow tract of the left lower extremity may cause discomfort, swelling, pain or blood clots (deep venous thrombosis) in the iliofemoral veins. Review of the information available suggests that patient factors most likely contributed to the events reported. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.